Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the system told the patient to replace the transmitter early. Data was provided for evaluation however not evaluated as data would not confirm allegation not determine probable cause. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.